Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited unspecified oversensing. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
New information received notes that the icm was oversensing p waves.